Event description:
It was reported that the universal small a.o. Quick connect drill attachment did not hold the drills. It was reported that surgery time was extended by five minutes. There was no report of pt injury associated with the event.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.